Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting low flow alert02) in an arctic sun device. Patient has been on device for 60 hours, but device recently started alerting low flow after the baby was held by the parents. Flow rate (fr) was 0.9-1lpm, system hours were 167, pump hours were 139, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.9lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 67 percentage. They will call back if they have any further issues and paged again about 20 minutes later. Inlet pressure (ip) was -5.8psi, circulation pump command (cpc) was 100 percentage. Had stop, empty, disconnect pad and attach new neonate pad. Inlet pressure (ip) was -7psi, flow rate (fr) was 1.3lpm, circulation pump command (cpc) was 35 percentage. Advised they hold onto the pad for investigation and advised the quality team should follow up tomorrow to arrange for return.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting low flow alert02) in an arctic sun device. Patient has been on device for 60 hours, but device recently started alerting low flow after the baby was held by the parents. Flow rate (fr) was 0.9-1lpm, system hours were 167, pump hours were 139, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.9lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 67 percentage. They would call back if they have any further issues and paged again about 20 minutes later. Inlet pressure (ip) was -5.8psi, circulation pump command (cpc) was 100 percentage. Had stop, empty, disconnect pad and attach new neonate pad. Inlet pressure (ip) was -7psi, flow rate (fr) was 1.3lpm, circulation pump command (cpc) was 35 percentage. Advised they hold onto the pad for investigation and advised the quality team should follow up tomorrow to arrange for return. Per follow up information received via task on 29jan2025, it was reported that neonatal gel pad was given to their local representative. The device in use during the reported event was currently working properly.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that they were getting low flow alert02) in an arctic sun device. Patient has been on device for 60 hours, but device recently started alerting low flow after the baby was held by the parents. Flow rate (fr) was 0.9-1lpm, system hours were 167, pump hours were 139, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.9lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.9lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 67 percentage. They would call back if they have any further issues and paged again about 20 minutes later. Inlet pressure (ip) was -5.8psi, circulation pump command (cpc) was 100 percentage. Had stop, empty, disconnect pad and attach new neonate pad. Inlet pressure (ip) was -7psi, flow rate (fr) was 1.3lpm, circulation pump command (cpc) was 35 percentage. Advised they hold onto the pad for investigation and advised the quality team should follow up tomorrow to arrange for return. Per follow up information received via task on 29jan2025, it was reported that neonatal gel pad was given to their local representative. The device in use during the reported event was currently working properly.